Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the distal end. The distal idler pulley spun freely and did not exhibit any damage.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the cable in the jaw of the mega suturecut needle driver instrument broke. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.